Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, is was observed the right ventricular lead exhibited high out of range high voltage (hv) impedance in one vector, the other two vectors were within normal limits. All other electrical measurements were normal and stable. No intervention was performed. The rv lead will continue to be monitored. The patient was in stable condition.